Manufacturer narrative:
Results: forty unused sample were returned for evaluation. A visual inspection revealed one sample with the IV protector loose in the package and thirty nine samples were found with the IV protectors on the IV needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6230984. Conclusion: an absolute root cause for this incident cannot be determined. Our quality engineer also notes that as there is a camera checking to ensure IV protector presence, the IV protector may have been slightly oversized from the supplier and became unattached during product shipment. (B)(4).

Event description:
It was reported that a nurse stuck her finger with a clean needle from a bd vacutainer push button blood collection set with pre-attached holder because the safety shield had fallen off and was not covering the needle inside the package. The bd sales representative who reported this incident indicated that there were no medical interventions but also stated that needle stick injury protocol was followed. Multiple attempts were made to obtain additional information from the customer but no additional information was provided. Therefore, it is unknown if medical interventions were provided to the nurse.